Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported that duodopa therapy was suspended due to the removal of the peg-j following buried bumper syndrome on (B)(6) 2025. A reassessment will be done in one and a half months with the neurologists. Device not returned.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed